Event description:
While using baxter I pump it began constantly alarming "upstream occlusion." Staff rethreaded tubing several times, replaced tubing completely and rethreaded, battery changed, still unable to get pump to stop alarming. Pump replaced and new pump infusing without any problems. Pump sent to clinical engineering for evaluation. No injury to patient.